Event description:
Arthroscopy pump in use during arthroscopy procedure. Pre-set pressure 20 medium low rate. Pump not sensing actual pressure. Anesthesiologist noted pt's neck and face blue and distended. Procedure discontinued. Pt transferred from outpatient surgery center to acute hosp, admitted to iccu. Discharged home in stable condition the following day.